Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument allegedly would not seal. The user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. It was confirmed that the instrument issue involved incomplete sealing. No error occurred when the vessel sealer issue occurred. The seal cycle alerted with the fast audible tones as expected. It was confirmed that the tissue that was not fully sealed was not cut. The target tissue was the mesentery and it was not under tension during the sealing/cutting process. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. No unexpected additional bleeding was experienced by the patient. Isi received the vessel sealer extend (vse) instrument and failure analysis testing has been completed. The instrument was found to have a broken conductor wire. The instrument was placed and driven on an in-house system where it passed recognition and engagement, but failed the energy delivery test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was found to have a broken internal conductor wire that leads to the grips. The instrument passed continuity testing on the proximal end but failed at the grips. There was no energy delivery to the grips during in-house testing.

Event description:
Refer to h10/h11 for follow-up information.